Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID bi71000450 device evaluated by MFR: a medtronic representative went to the site to test the equipment. Testing revealed that the 5v line was low. The representative adjusted the 5v line to proper value and the system then functioned as intended. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that there was multiple errors that occurred during a case today and the site is considering the system down. The site was unable to get the system to close around the patient for quite some time. When trying to close the system the fov, (and multiple other buttons, were flashing on and off. It seems like multiple buttons on the pendant are being pressed randomly. They power cycled the system 3 times and then it worked correctly and they were able to move on with the case. They also noticed a when closing the door on the system there is a squeaking noise. When attempting to setup the navigation for an automatic registration they said "one of the arrays is red." This resulted in a surgical delay of less than one hour. There was no impact on patient outcome.